Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that they had issues with the keypad on the customer's insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced. The customer did not return the product back for analysis.